Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer hill-rom stretcher, serial number (B)(6) with a false latching side rail. Please find additional contact information below. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).